Manufacturer narrative:
The lead was returned with no reported event. Failure event was seen during analysis. As received, a complete lead with extraction stylet inserted was returned in one piece. Two external insulation abrasions were found on both sides of the suture sleeve tie impression. One abrasion proximal to the suture sleeve tie impression was found breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The other abrasion distal to the suture sleeve tie impression was found breaching the inner and outer insulations and exposing the inner and outer coils, all the filars of the outer coil in this region was found abraded through and was separated, this abrasion is consistent with friction to another device or feature of the patient anatomy. The inner coil was not damaged in this location. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.